Event description:
Agfa submitted MDR report # 1225058-2012-00003 to the FDA on (B)(4) 2012. This is the 21st occurrence being reported on (B)(6) 2013, for the same issue/same device. This report is being submitted for this event on (B)(6) 2013. The customer contacted agfa and was trying to create interchange media for prior image studies and was unable to do so because they could not gain access to the studies. The customer indicated there was a "study that needed to be restored in order to burn a disk for the pt". A study from (B)(6) 2005 was archived to dvd and off-lined in the database on 0(B)(6) 2012. A study done on (B)(6) 2009 was deleted by (B)(4) on (B)(6) 2012. The customer informed agfa that both reports for these studies were in the site's emr. Dicomstore mis-configuration was confirmed to have been root cause of the customer not having access to the studies.

Manufacturer narrative:
Agfa submitted MDR report # 1225058-2012-00003 to the FDA on (B)(4)2 012. This is the 21st occurrence being reported on (B)(6) 2013, for the same issue/same device. The customer contacted agfa and was trying to create interchange media for prior image studies and was unable to do so because they could not gain access to the studies. The customer indicated there was a "study that needed to be restored in order to burn a disk for the pt". A study from (B)(6) 2005, was archived to dvd and off-lined in the database on (B)(6) 2012. A study done on (B)(6) 2009 was deleted by (B)(4) on (B)(6) 2012. The customer informed agfa that both reports for these studies were in the site's emr. (B)(4) mis-configuration was confirmed to have been roto cause of the customer not having access to the studies. This event occurred when (B)(4) was incorrectly configured in combination with media purge daemon. (Reported in MDR # 1225058-2012-00005). (B)(4) had since been re-configured and upgraded to cardio purge service on (B)(4) 2012 and it is performing as expected. The lead cardiac sonographer reported on (B)(6) 2013, there was no actual harm to the pt due to this current event. Agfa reported a correction to the FDA via recall number: z-2252-2012. Correction details and effectiveness checks will be documented through this reportable correction. Note: media purge daemon (mpd) is an older agfa product used to purge the images stored on the primary memory cache once they have been archived to a long term archive and the amount of data stored on-line reaches a predefined amount. Mpd allows the system to continuously receive the recently acquired images from third parties modalities. This tool was discontinued and replaced by cardio purge service (cps) in (B)(4) 2008.